Event description:
It was reported that a caucasian female patient involved in a clinical trial underwent a breast reconstruction surgery with a 395cc mentor memoryshape breast implant. Post-operatively, the patient experienced wrinkling in her left breast, which required fat grafting. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2023, mentor became aware that the device lot number was 7679007. Device manufacturing date was updated to january 30, 2019. Device expiration date was updated to february 03, 2024. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 30, 2023, mentor received additional information. The patient experienced breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 1, 2024. In addition to the issues reported previously the patient also experienced bilateral anisomastia. See 1645337-2024-12297 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).